Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed a hematoma and experienced loss of motor function on both of her legs after a permanent implant procedure on (B)(6) 2019. As a result, patient underwent surgical intervention wherein the hematoma was removed. The issue was resolved.